Manufacturer narrative:
Additional information received indicated that the patient was able to charge. The patient had to have non-device related surgery so the physician decided not to pursue any course of action with the spinal cord stimulator (scs).

Event description:
A report was received that the patient's remote control (rc) was not communicating with the ipg. An x ray was performed on the pocket site and the ipg did not flip inside the pocket. The patient was given instructions to charge but was unsuccessful. An ipg replacement has been recommended.

Event description:
A report was received that the patient's remote control (rc) was not communicating with the ipg. An x ray was performed on the pocket site and the ipg did not flip inside the pocket. The patient was given instructions to charge but was unsuccessful. An ipg replacement has been recommended.